Event description:
It was reported to boston scientific corp that an advantage transvaginal system was used during a sling placement procedure in 2007. According to the complainant, eight months post procedure, the pt presented with erosion. There were no other pt complications and the pt's condition in 2009 was reported to be "fine". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
The reported lot of 0ml6082101 did not match the reported upn.